Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that on (B)(6) 2016 a review of the patient labs found the patient hgb/hct was low. The patient was called told to come to the emergency room (ER) for evaluation. Patient was found to have guaiac that was positive and was admitted for further evaluation of possible gi bleeding, gi consult was done for an egd/colonoscopy egd capsule or push enteroscopy. It was stated that the patient would only consented to upper endoscopy which was done on (B)(6) 2016. Endoscopy was done and patient was treated in procedure. Patient was discharged on (B)(6) 2016 with stable vitals.